Event description:
Staff was using the ceiling lift (1000lb max) to get the patient from the chair back to bed. They were using the tollos repositioning bariatric sling, that has a max weight of 1000lbs. The patient is around (B)(6). When lifting the patient up, the patient was approximately 1-2 inches above the chair when the lift sheet ripped. This caused the patient to fall back into the chair. No physical harm came to the patient, but he was emotionally upset about what had happened. Rip occurred along a stitched seam. Manufacturer response for bariatric lift sling/sheet, (brand not provided) (per site reporter): unknown at this time.